Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 9 hours of data (22jan2023 from 06:46:41 ¿ 15:40:56 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms on 22jan2023 from 10:46:49 to 15:31:51 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It is not known if the ac power cord became loose from the wall outlet or from the back of the unit. It is also not clear if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 22may2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" and heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device (lvad), including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with altered mental status and self-reported accidentally dropping the controller and mobile power unit while not properly using an anchor. Log files captured a series of no external power events while on the mobile power unit (mpu) on 22jan2023. The circumstances surrounding these events were unclear.